Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the technician alexandre vaudo reported that: " defective motherboard, electronic components burned out" the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the rf board components. (B)(4).

Event description:
It was reported that the device had a defective component. Through investigation it was found that there was a burnt componet.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the technician alexandre vaudo reported that "defective motherboard, electronic components burned out" the failure identified in the investigation is consistent with the complaint record. The probable root cause could be the rf board components. (B)(4).

Event description:
It was reported that the device had a defective component. Through investigation it was found that there was a burnt component.